Event description:
It was reported the device turned off between (B)(6) 2013 and (B)(6) 2014. The device was turned back on and the event was considered resolved without sequelae.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information reported the patient did not realize their device was off. The cause of the device being off was unknown. There was a loss of efficacy noted but it was not a worsening from baseline.